Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) unexpectedly. It was further reported that the right atrial (ra) lead exhibited high thresholds. The ra lead was reprogrammed and subsequently capped. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.